Event description:
It was reported that during an unspecified procedure, a dissection occurred. The 95-98% stenosed lesion was located in the tortuous left anterior descending artery (lad). Following two inflations with the 6 x 2mm ultra 2 cutting balloon to 10 atms, a dissection was noted. Two other manufacturer balloons were then advanced into the lad and diagonal to tamponade the dissection. Then, distal to the lesion, "lad got worse". Physician noted "shifting of lateral to diagonal and distal lad". A spasm was suspected so the patient was given nitroglycerin, however, there was no improvement. An attempt was made to advance a 2.5 x 18mm stent, however, it could not pass the curve in the lad to the dissection. Tried to advance another balloon to dilate the artery but it did not "keep it open". Patient started to experience chest pain, and her blood pressure dropped to 40-50 systolic. Patient was given atropine with no resulting increase in blood pressure. CPR was started. Another balloon was advanced into the lad, however, it still could not keep the lad "open". A 5.0 x 8mm stent was deployed only into the proximal dissection, as it could not be advanced into the mid-dissection. An intra-aortic balloon pump was placed. The patient's blood pressure increased to 120 or 130 systolic, rhythm was re-established and the patient was put on a respirator. Patient was taken for emergent bypass surgery. No further complications were reported.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.